Event description:
During an internal review of programming and diagnostic history, a suspected programming anomaly was identified. Interrogation of a device on (B)(6) 2004 (date not adjusted) found an off time of 60sec. Then it was corrected the same day. Diagnostics history was reviewed and no record was found of an interrupted system diagnostic test that might have caused the change in device settings. No previous records available to indicate that settings were intentionally programmed. No patient adverse events were reported.

Event description:
Further information was received from the physician, indicating that the event occurred on (B)(6) 2014. The device interrogation was performed on that date, during the generator replacement surgery; the surgery was for replacing a device implanted in 2007; no lead replacement performed. No reason for generator replacement was provided. The patient is now regularly followed by the physician. It was reported that the patient''s device is now programmed at: output current: 2ma - frequency: 30hz - pulse width: 250&#62661;c - on time: 21sec - off time: 30sec.